Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for positive flow verify and negative flow verify. The device's sensor board needs to be replaced to address the issues.